Event description:
The customer reported that the pins on the processor pca were bent and needed to be replaced. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during visual inspection. J3 pins were bent.